Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient indicated that the device was implanted for their lumbar and they love it. The devices helps with their lumbar pain. They want to get another stimulator for their neck/cervical. Patient services redirected to follow up with their healthcare professional (hcp). The patient is going to have their ins replaced on (B)(6) 2019 because they are having problems with the ins. They lost weight and beginning on an unknown date the ins moves and shifts. The patient also thinks their wires might be off because it goes in and out. The patient made their manufacture representative (rep) aware of the issue this year on the phone and in person. No further complications were reported/are anticipated. Additional information was received from the rep. They reported they do not recall or remember if they were made aware of the ins moving in the pocket. They also confirmed that the patient informed them on (B)(6) 2019 that they were going to have a surgical consult with the doctor on (B)(6) 2019, but they were not informed of the surgery having been scheduled. No further complications were reported or anticipated.